Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3186 , UDI:(B)(4) , serial: (B)(6), batch:t00006044.

Event description:
It was reported that during a perm implant procedure on (B)(6) 2024 minor fluid flowback was noted while manipulating the needle. A cerebrospinal fluid (csf) leakage was observed. The patient experienced headache and nausea. Post of there was no collection or visible csf leak. The patient was hospitalized for 5 days and was instructed to stay flat on their back. The patient symptoms have been resolved and patient had been discharged from the hospital. Investigation was unable to determine which of the leads attributed to the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.